Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 3 repeatedly failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the existing style latches needed to be upgraded to the current product version. A field service engineer replaced a total of four latches, inspected the hardware, and made necessary adjustments. Both bulbs were found to be in good condition, and all cabling from the main to the tower was secure and functioning properly. The system functioned as intended after the field service engineer completed the upgrade and inspection.